Event description:
A cartridge alarm 20 was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem customer support planned to replace the pump and informed the caller that a pump with updated software would be sent. Training would be available through their tandem source account, and the customer accepted this solution. The customer was also given instructions on how to store the current pump before returning it and was advised to use multiple daily injections as a backup therapy.